Event description:
It was reported that a spectrum pump displayed "reset alarms." Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported "reset alarms," which were not reproduced. Evaluation confirmed the reported symptom of "reset alarms" to be system error 322 by finding instances of system error 322 alarms during review of the event history log following reload set alarms. The software was upgraded to correct this issue per the approved remedial action activities.  System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a spectrum pump displayed "reset alarms." It was also reported there was no patient injury.